Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. There is no information available for 510k because the product code is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report the home patient's (hp) tube disconnected from the catheter during dwell 4 of 4 on the homechoice (hc) machine. The care giver (cg) stated a significant amount of fluid spilled out before they were able to reconnect the catheter to the exit site. The hp would complete the dwell and the next drain. The technical service representative (tsr) advised the cg to call back when the hc displayed a low drain volume alarm for assistance ending therapy early. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was documented as "connection issue" in follow up 002. The reported issue should have been documented as "leak (fluid spilling out)."

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated the catheter became separated from the titanium adapter. Per the hp the adapter became loose, but there was no visible damage or abnormalities with any of the supplies. The hp stated she reconnected the adapter immediately and went to the clinic to have the adapter replaced. Per the hp, her peritoneal dialysis (pd) nurse placed a new transfer set and adapter on the hp. The hp was given prophylactic antibiotics and stated there was no patient injury as a result. The lot number and sample were not available.

Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed and the cause could not be determined. A batch review could not be performed as the lot number is unknown.